Manufacturer narrative:
A partial lead was returned in four segments for analysis. The portions of the lead that were returned were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device exhibited two episodes of noise. The patient was asymptomatic during the episodes. The device was reprogrammed. A chest x-ray was performed, and the physician believed there might be an issue near the clavicle, but it was not a clear visualization. The lead remains implanted and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicated that additional episodes of noise were observed. The lead was capped and replaced during device change due for eri.